Manufacturer narrative:
(B)(4). During additional functional testing, it was possible to deploy the stent by holding the tip and pulling back the outer shaft. The stent and the stent area showed no abnormalities.

Event description:
It was reported that during a procedure of the left biliary duct with mild tortuosity and moderate stenosis, the selfx was delivered to the lesion without problem. The physician attempted to deploy the selfx but the tuohy borst adapter was difficult to pull. The physician pulled; he felt 'something' had separated. The tuohy borst adapter could be pulled easily; however, the stent would not deploy. The device was removed from the anatomy. The stent was present and had not been deployed and the outer tube (sheath) was found to be separated at the tuohy borst adapter. A non-abbott stent was used in the procedure without issue. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the endoscopic self expanding stent system (sess) was returned without any blood visible. There was fluid in the shaft under the outer member. The stent implant was located between the markers with the distal end 3 mm proximal to the distal marker band. There was no damage noted to the stent implant. The sheath had retracted slightly and was located 6 mm proximal to the proximal end of the tip, although it was still covering the stent implant. The outer member had pulled out of the touhy valve and the proximal end was located 3.2 cm distal to the strain relief tubing. The outer member was stretched for a length of 3.5 cm at the proximal end. The mandrel was bent 6 and 14 cm distal to the proximal end of the mandrel. The touhy valve cap was tight. There was no other damage noted. An attempt was made to deploy the stent implant but it could not be deployed; the outer member could not retract due to being broken. The lot history record was reviewed and there were no discrepancies noted on the released parts for this lot. According to this investigation no evidence could be found which supports the assumption that a device issue led to the event described in the case description.